Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic and the ventricular lead exhibited loss of capture. An x-ray was performed and no lead anomalies were noted. The lead was capped and replaced.